Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Of the stimloc screw found the threads were damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, lot#: 082217117a, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported the tip of the burr hole cover screw was blunt and the neurosurgeon could not screw it in to the skull. A replacement burr hole cover package was opened and a screw was used from the second package. No problem occurred with the second screw and the burr hole cover was fixed into the skull properly. There were no symptoms reported. No further complications were reported or anticipated.